Event description:
It was reported that there was an overdelivery of heparin solution. The channel involved was not reported. Reportedly the pt rec'd 50,000 units of heparin in 3 to 4 hours. The volume of the pump displayed that 36 ml had been delivered, however, approx 300 ml was gone from the solution container. The pt's pro-thrombin time level was elevated afterwards, however, no medical or surgical intervention was required.